Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms being 2 cfu/endoscope of gram-positive micrococcaceae and 2 cfu/100 ml. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During manual cleaning, the customer uses salvanios prenium disinfectant, suctions tap water out of the channels and flushes out all the channels. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was blown with filter compressed air and stored in a cabinet and olympus is the customer¿s maintenance company. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, light guide rod lens cracked, distal end cover cracked, angle rubber glue separated, channel mount wear and tear, ks-mouthpiece defective, air/water cylinder scratched, and suction cylinder scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope suction channel tested positive for 34 colony forming unit (cfu)/100ml of gram-positive bacillus and micrococcus sp , the air/water channel tested positive for greater than 200 colony forming unit (cfu)/100ml of pseudomonas aeruginosa, operating channel tested positive for 82 colony forming unit (cfu)/100ml of staphylococcus coagulase negative, and auxiliary channel tested positive for greater than 200 colony forming unit (cfu)/100ml of unspecific micro-organisms specie. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.